Event description:
The customer reported that the display would not come on.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.